Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace contained "abnormal probe sucking" and "sample short" errors. These are indicators of possible poor sample quality. A general reagent problem was not detected because the qc before the event was within ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e 601 analyzer is (B)(6). The field service engineer cleaned the inside of the sipper probes and pre-wash system tubing. Probes were externally cleaned. Maintenance actions, including a probe washes, mixer rinsing, pre-wash system rinsing, reagent priming, and air purges were performed. Measuring cell preparation maintenance was performed. A system volume check, photomultiplier tube high voltage adjustment, and blank cell calibration were performed. Performance testing was run. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 stat on a cobas 6000 e601 module. The sample initially resulted in a troponin t value of 11.12 ng/l. The patient's nurse asked for a repeat of the sample since the value did not agree with the patient's clinical status. The sample was repeated, resulting in a value of 115.2 ng/l with a data flag. The repeat value was deemed correct.